Manufacturer narrative:
(B)(4).

Event description:
It was reported that: physician was aware of moderate calcium in vessel. Ultrasound was used but calcium not seen as significant not to use manta. Additional information received on 07dec2023 - upon further examination the post angiogram revealed that the device wasn't fully deployed in the vessel. It caused a vessel occlusion. The device was ex planted during a surgical cut down.

Event description:
It was reported that: physician was aware of moderate calcium in vessel. Ultrasound was used but calcium not seen as significant not to use manta. Additional information received on 07dec2023 - upon further examination the post angiogram revealed that the device wasn't fully deployed in the vessel. It caused a vessel occlusion. The device was ex planted during a surgical cut down.

Manufacturer narrative:
(B)(4) no return product evaluation could be completed as the device was not returned for investigation. A CT scan photo obtained by vsi/teleflex reveals a severely calcified vessel. Angiography photos obtained indicate a centrally positioned radiopaque lock with a blockage of flow posterior to the radiopaque lock. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A male patient presented in the or for a tavr utilizing an 18f manta device for closure. A centrally positioned access was gained utilizing ultrasound guidance. The manta instructions for use procedure requirements state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. According to the physician, the arteriotomy had moderate calcification, although according to the ultrasound, not significant enough to not use manta. Following deployment, a post-angiogram indicated the manta device was not fully deployed in the vessel, causing the vessel to occlude. The physician determined to perform a surgical cut-down, explanting the manta device. According to the CT scan image received, the vessels appeared to be severely calcified. Therefore, the root cause of occlusion requiring surgical intervention is likely due to poor patient selection and user error. Having heavily calcified vessels potentially causes the manta implant not to catch on the vessel properly during deployment and causes an ineffective seal at the access site. The manta instructions for use posts warnings not to use manta in patients with severe calcification of the access vessel. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy per IFU procedure preparations. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.